Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer's daughter stated they received questionable result from coaguchek xs meter serial number (B)(4). At 8:05pm, the result was 6.6 inr. At 8:07pm, the result was 5.5 inr. At 8:25pm, the result was 4.9 inr. The customer used strip lot number 25863822 (exp: 28-feb-2018) for this test. The same finger was used for this test as was used for the test resulting at 6.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, no antiphospholipid antibodies, no heparin therapy, no direct thrombin inhibitors, and no symptoms of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The customer no longer had strips from lot 22385522 to return. The returned meter and returned strips of lot 25863822 were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors weer used: donor 1 inr: 2.1 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 52%. Donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr. Customer meter with customer strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Retention testing was performed for strip lot 22385522 and passed. Retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. As the customer used the same finger for multiple tests, this could be a potential cause for the result discrepancy. Review of the meter memory could not verify alleged results.